Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. During initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured at the tip of the balloon. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition post procedure.